Event description:
Emergency aneurysm of the brain. When went to load the aneurysm clips, several were sprung. Called for another tray, and other clips were also sprung, causing a time delay with clipping patient's aneurysm; clip non-functional.